Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they don't feel like their bite has gotten better, however, they do feel it may be slightly worse. The patient has noticed that the alignments feel tighter after being off one day and then putting them on the next night. When they bite their teeth hit but only on the left side. The patient was advised to rest but later the patient was given an additional 7-day rest period due to incorrect bite articulation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.